Event description:
The customer contact reported the ground prong of the ac power cord was broken. No tracking information was provided therefore, specific pt information, device programming or, event details were not available

Manufacturer narrative:
Initial testing found the ac power cord ground prong was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.